Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified an explanted femoral component covered in bio-debris, however, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, stiffness and inability to flex the knee more than forty-five (45) degrees approximately two (2) years post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown persona articular surface 10mm catalog#: ni, lot#: ni, unknown persona tibial component size e catalog#: ni, lot#: ni, unknown persona stem +30mm catalog#: ni, lot#: ni x 2. G2: report source: foreign: event occurred in new zealand. H6: component code: proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.